Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred for the g7 wearable. However, data for the g6 android mobile application was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g7 wearable. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Sharelogs were provided. However, the data received reflected the g6 android mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.